Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/27/2023. An investigation was conducted on 05/02/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety off, which allows for the white plunger to be depressed. The seal and the tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and photographic evaluation, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature deployment" was observed. The lot #3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the hst iii system (3.8mm), used for a coronary artery bypass procedure, parachute didn¿t deploy after the four step process. The seal did not properly load into the delivery straw that holds the seal after step 2 of preparation. The safety lock was still on. The seal did not contact with the patient. They opened a new device to complete the procedure. No procedural delay. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.